Event description:
Information received by medtronic indicated that the insulin pump was exposed of moisture. Customer stated has water inside the insulin pump. No harm requiring medical intervention was reported. The insulin pump be returned for analysis.

Manufacturer narrative:
Retainer ring=blank. The pump was returned for moisture exposure and cosmetic damage found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 ] boards. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and corroded battery tube. Cosmetic damage was confirmed during visual inspection where scratched case and corroded battery tube was noted. Blank display due to moisture damage on the [pcba 1 / pcba 2] boards. Moisture exposure confirmed. (B)(4).